Manufacturer narrative:
Submit date: 04/18/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on6v 2016 that a customer had an issue with a lite glove. The customer reports that when putting the lite glove on the lite handle they noticed a hole in the lite glove. The customer stated that the lite glove was not tight fitting, it did go on ok, and it just split when putting it on the lite handle. This was done after draping with the patient in the room. As a result, they re-gloved the surgeon and replaced that lite glove.

Manufacturer narrative:
Submitted date: 7/7/2016. A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. All DHR¿s are reviewed for quality inspections and parameter compliance prior to releasing the product for distribution. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.